Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the guidewire was unable to advance in the right atrial (ra) lead, the helix was unable to extend and unacceptable sensing values were observed. The event was resolved by explanting the ra lead. The patient was in stable condition. Further information was requested but is not available.

Event description:
Additional information received indicated the right atrial lead was replaced.

Manufacturer narrative:
The reported events were for failure to advance the stylet/guidewire, sensing problem, and failure to extend the helix. As received, a complete lead was returned in one piece. The reported event for the inability to extend the helix was confirmed. Visual examination of the lead found the extended helix with traces of blood. X-ray examination found an over torqued inner coil at the connector region. After cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension was within product specification. The reported event for failure to advance the stylet/guidewire was not confirmed. X-ray examination of the lead found a stylet fully inserted to the distal region of the lead. The reported event for sensing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for the inability to extend the helix was due to an over torqued inner coil at the connector region.